Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lamp issue was caused by a non-olympus lamp. However, the specific cause of the lamp issue was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the response from the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The intended procedure was a colonoscopy. There were no delays, and the procedure was completed with another similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the chassis was rusted. Additionally, a non-olympus bulb was found on the device. The non-olympus bulb was on 50 hours. The device passed functional check but failed inspection due to cosmetic rust. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an e102 error code. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.